Event description:
Home patient's (hp) spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp inadvertently initiated the initial drain cycle without being connected. After receiving the error message, hp connected the transfer set to the patient line of the homechoice set. Tsc assisted hp's spouse in ending therapy early and advised them to complete hp's therapy by setting up with new supplies. Per rn, no patient injury or medical intervention was associated with this incident.